Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse above upper limit) has been confirmed. Upon investigation the monitor had an intermittent driven ground signal. The cause for the intermittent driven ground signal was oxidation on j1002aa, j1003aa and j1000. The root cause is oxidation build-up on the connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor pulse was above the upper limit.